Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 33 mg/dl on the compact plus system and a result of 136 mg/dl on the mobile system within 10 minutes. Customer reported low blood glucose symptoms with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.